Event description:
The mfrs rep reported that the pump was explanted and replaced due to recall of the device. The device was implanted for 75 mos. The pt experienced "no symptoms".

Manufacturer narrative:
H6 - the device has been retuirned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.